Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stenting procedure on a male patient diagnosed with a refractory benign esophageal stricture in 2009. According to the complainant, the patient was pre-dilated prior to stent placement. Resistance was encountered advancing the stent. The patient was re-dilated and the stent was placed. Post-stent placement, the stent was post-dilated to expand the proximal flare of the stent. Initially post-stent placement, the patient experienced chest pain at the implantation site. Six (6) days post implantation, while at home, the patient experienced chest pains and vomiting due to dehydration. While receiving CPR administered by a paramedic, the patient experienced a cracked rib which punctured a lung. The patient was placed in the ICU and suffered a collapsed lung. The patient subsequently expired from dehydration and cardiac arrest. No autopsy report was performed. The physician indicated the device performed well and was placed satisfactorily.

Manufacturer narrative:
Other (collapsed lung). These codes were selected by the manufacturer based upon information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.